Event description:
In 2000, the first intervention was performed on this device to remove a clot, hematoma, in the pacemaker pocket. Reportedly, at that time there was no bleeding and the pacemaker was reinserted into the pocket and the pt tolerated the procedure well. However, on the following month, the whole system was removed because of a pocket infection.